Event description:
It was reported intermittent undersensing was observed on the ventricular channel. The patient was walking fast when he received a shock. An egm strip revealed a bigeminal rhythm with undersensed intervals; however, the bigeminal avoidance algorithm does not operate in the vf zone. It is determined the cause for the vt episode was post sensed t-wave oversensing. Reprogramming changes were recommended. An induction test was recommended to test the sensitivity settings. No further information is available.

Manufacturer narrative:
(B)(4)